Event description:
It was reported that a patient presented worsening bradycardia due to loss of capture on the right ventricular (rv) and lead fracture. On (B)(6) 2023, the physician elected to cap and replace the rv lead. There were no patient consequences.